Event description:
It was reported that the insulin pump had cracks and a completely black screen. The blood glucose reading was 52 mg/dl. The customer stated that the crack was on the lower right hand and upper left hand side of the screen. The customer's mother noted that the device may have been bumped or dropped. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding display glass, minor scratches on the display window, cracked display window at the bottom right side corners, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.